Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a moderately calcified lesion in the circumflex (cx) artery. There was 90% stenosis in the proximal section and at the bifurcation to the first side branch. Pre-dilatation was performed with a 2.0 x 20 mm balloon, reducing the stenosis to less than 40%. A 2.5 x 18 mm implant was deployed in the distal cx and a 2.75 x 15 mm xience prime stent was deployed in the mid cx. Angiographically there was no residual stenosis in the cx, but at the bifurcation to the first side branch a 40 % residual stenosis remained. Apposition and inflation were checked angiographically and the result looked good. The patient was discharged on dual antiplatelet therapy (dapt) of aspirin and clopidogrel. On (B)(6) 2014, the patient was re-administered to the hospital as emergency with an ap symptomatic. Angiographically both the implant and the xience prime stent were found closed. Multiple pre-dilatations were performed with 2.5 x 15 mm and 2.75 x 15 mm nc trek balloons. Timi iii flow was restored in the cx. The physician changed the dapt medication from clopidogrel to prasugrel as he suspects the patient to be clopidogrel resistant. The patient is stable, but was transferred to intensive care unit to remain under observation. An elective diagnostic intervention was performed on the (B)(6) 2014 with no restenosis or thrombosis visible, confirming a possible dapt resistance to clopidogrel. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was reviewed by an abbott clinical specialist and confirmed the reported thrombosis. The reported patient effects of angina and thrombosis, as listed in the xience prime, xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.